Event description:
The balloon and tip are defective. Product examination by MFR revealed cut balloon, which could not have occurred during the MFR process. Conclusion, therefore, is that "cut" is user induced.